Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled pulse generator change out procedure. Upon opening the pocket, loss of ventricular output. The device was successfully explanted and replaced. The patient would continue to be monitored.